Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector was not able to be flushed. The following was received by the initial reporter: verbatim : customer stating 1 ea of extension set mp5303-c was defective due to being unable to be flushed (possible occlusion issue). No injury was reported, but the incident required extension set mp5303-c to be replaced.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 22079003. D4. Medical device expiration date: 01jul2027. H4. Device manufacture date: 01jul2022. D4. Medical device lot #: 22079072. D4. Medical device expiration date: 05jul2027. H4. Device manufacture date: 04jul2022. D4. Medical device lot #: 22129052. D4. Medical device expiration date: 12dec2025. H4. Device manufacture date: 02dec2022. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Lot number 22079003: no product or photo was returned by the customer. It was reported by the customer that 1 ea of extension set mp5303-c was defective due to being unable to be flushed (possible occlusion issue). The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22079003 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05jul2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Lot number 22079072: no product or photo was returned by the customer. It was reported by the customer that 1 ea of extension set mp5303-c was defective due to being unable to be flushed (possible occlusion issue). The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22079072 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 11jul2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. Lot number 22129052: no product or photo was returned by the customer. It was reported by the customer that 1 ea of extension set mp5303-c was defective due to being unable to be flushed (possible occlusion issue). The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22129052 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06dec2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.